Manufacturer narrative:
Product event summary: analysis confirmed the programmer booted up to a black logo screen and stayed there; hard drive was reconfigured and software was reloaded to resolve issue. Analysis also found the system fan was intermittently noisy.

Event description:
It was reported that the programmer boots to a black screen and there is no error message. The programmer was left on for almost an hour and did not advance. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).